Event description:
New information received indicated that the right ventricular (rv) lead was explanted and replaced. Lead fracture was noted. The patient was in stable condition throughout.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a high pacing impedance was noted on the right ventricular (rv) lead on a merlin transmission. The patient presented to the clinic and the lead was tested. The rv lead would not capture, and the pacing impedance was high out of range. The rv lead will be explanted in the future. The patient was stable and had no adverse effects.

Manufacturer narrative:
The reported field event high lead impedance, loss of capture and lead fracture were confirmed in the laboratory. External insulation abrasion at 11.0 cm to 11.1 cm from the connector pin exposing the outer coil, consistent with friction to the device can. The inner coil filars were fractured at 19.2 cm from the connector pin, consistent with bending fatigue. The cause of the field event was due to external abrasion and fractured inner coil filars.